Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 460 mg/dl. Customer declined to troubleshoot. Customer reported that insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. The customer reported loss of communication between insulin pump and transmitter. The insulin pump will not be returned for analysis.